Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent detached from the wire. The physician removed a taxus express2 2.5x8mm drug eluting stent from the sterile package and during preparation the stent/balloon partially detached from the wire. The procedure was completed with another taxus express2, same size. No patient injuries or complications occurred.